Event description:
Rn was administering blood with the bbraun ultrasite y-type blood set from outlook safety infusion system. The tubing had been primed with normal saline and then blood prior to using the outlook system. Once the tubing was placed in the outlook system the blood began infusing, the rn noticed blood leaking under the drip chamber.